Event description:
Medwatch received by the user/facility states: "spinal narcotic placement for post-op analgesia-25g pencan needle into interspace-needle pulled back to redirect and fractured at skin's surface. Return to or for removal." Additional information was received on 1/01. The dr reported that the pt was older and suspects the spine was calcified and indicated the procedure was rough and tight. No additional information is available on the patient's status.